Event description:
It was reported the functional check highlights the exhausted battery that does not fully recharge. No patient involvement reported at this time.

Manufacturer narrative:
The complaint investigation revealed that the reported issue was the heartstart mrx exhausted battery not fully recharging. Unfortunately, the requested part can no longer be ordered due to the defibrillator's obsolescence, and philips has sent the customer an end of support letter. Since troubleshooting was not conducted on the device, the reported issue could not be verified, and a cause could not be established. As a result, the reported problem was not confirmed.